Manufacturer narrative:
(B)(4). Concomitant medical products: m/l taper femoral stem with kinectiv technology (00-7713-012-00, 62059099), kinectiv modular neck (00-7848-022-00, 62089126), continuum tm acetabular shell (00-8757-050-01, 62039948), continuum longevity liner (00-8751-009-32, 62053105). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03427 stem, 0001822565 - 2019 - 03445 neck.

Event description:
It was reported that the patient underwent a revision surgery on the left hip approximately six years post initial total hip replacement due to pain and infection. Attempts were made to obtain additional information; however, none was available.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.